Manufacturer narrative:
The microtip has not yet been returned for evaluation. A call with the distributor confirmed that the device is being sent for complaint evaluation. Upon receipt of the device a supplemental MDR will be submitted.

Event description:
Per the information provided, at 24 seconds of cutting time the sound of the device changed. The doctor removed the microtip out of the patient's elbow and the needle was dislodged. The needle was removed from the patient without issue. A second microtip was opened and used to complete the procedure. There was no harm or complication caused to the patient due to the failure.

Manufacturer narrative:
The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The needle broke half way up. The immediate cause is a material defect.

Event description:
Per the information provided, at 24 seconds of cutting time the sound of the device changed. The doctor removed the microtip out of the patient's elbow and the needle was dislodged. The needle was removed from the patient without issue. A second microtip was opened and used to complete the procedure. There was no harm or complication caused to the patient due to the failure.